Event description:
It was reported the pt has not charged her scs ipg in approx 2 years due to receiving a morphine pump. Subsequently, the charging sys is unable to charge or communicate with the scs ipg. The pt is currently receiving injections and working with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.